Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheered powerglide catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. The catheter had been advanced and the safety mechanism was engaged. Usage residues were observed throughout the sample. The catheter exhibited a complete break 5.8cm from the molded joint. The break appeared irregular. Microscopic inspection of the break revealed a partially glossy and partially granular fracture surface. A longitudinally aligned scoring mark was observed on the inside surface of the catheter wall leading into the break. The break exhibited a tapered profile. The catheter fracture features were consistent with damage caused by contact with the needle bevel. Such damage can occur if the catheter is withdrawn or the needle is reinserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ h3 other text : evaluation findings are in section h.11

Event description:
It was reported "during powerglide placement the catheter was sheered. Patient had to have the catheter retrieved." Add info rcvd 01/18/2021: "attempted to place midline catheter into right upper arm. Needle was seen in the on ultrasound with blood return, but did not advance smoothly when I attempted. I retracted the catheter as far back as possible into powerglide catheter and attempted to remove it with no results. I then removed the wire and attempted to remove the catheter again. Met resistance with removal. Catheter eventually popped and I was able to remove 6cm from the patient's arm. Remaining 4cm of the catheter is palpable on assessment. No redness or swelling noted. Pulses palpable with no complaints of numbness of tingling after event."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0624 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during powerglide placement the catheter was sheered. Patient had to have the catheter retrieved." Add info rcvd 01/18/2021: "attempted to place midline catheter into right upper arm. Needle was seen in the on ultrasound with blood return, but did not advance smoothly when I attempted. I retracted the catheter as far back as possible into powerglide catheter and attempted to remove it with no results. I then removed the wire and attempted to remove the catheter again. Met resistance with removal. Catheter eventually popped and I was able to remove 6cm from the patient's arm. Remaining 4cm of the catheter is palpable on assessment. No redness or swelling noted. Pulses palpable with no complaints of numbness of tingling after event."